Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer had to press on the wake button with "an incredible amount of force" until the touchscreen responded. Blood glucose was 97 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
A follow up with the customer confirmed that the event was due to the t:case. Reportedly, having the t:case on the pump made it difficult for the customer to interact with the wake button. Customer was able to successfully interact with the wake button after removing the t:case. Complaint device not returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.